Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin had keypad anomaly. The customer's blood glucose level was unknown. The customer reported that the battery life is lasting less time, buttons were harder to press and small scratch on the screen. The customer declined troubleshooting. The insulin pump will be returned for analysis.